Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 (6/20/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/12/2013 with the following findings: the meter has failed testing. The lcd screen was found to be cracked/broken, and in addition, a secondary conclusion of missing part was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that black display marks were observed. There was no indication that the product caused or contributed to an adverse event.